Manufacturer narrative:
The complaint of leaks on item d1000 cannot be confirmed. Since no product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and probable cause cannot be determined. The device history lot# was reviewed, and no non-conformities were found that would have led to the reported condition on the complaint.

Event description:
The events occurred between the 10th and the 20th of september and involved a tego¿ connector where it was reported the product does not stop the flow of outgoing blood. The valve was applied on a central line artery and venues lumens for dialysis procedure and was on for a period of less than 7 days. The condition of the patients was good before, during, and after the procedure. Blood and fluids (saline) came from the one-way valve on the wrong side. The staff noticed the problem when they disconnected the patients from the dialysis machine at the end of the procedure. Nobody was injured, no medical intervention required. There were 5 incidents. The patient has kidney failure and undergoes hemodialysis treatments via a central venous catheter. The nurses observed the fluids come out of the valve at the end of the dialysis treatment when they disconnected the patient from the dialysis machine. Lock solution( taurolock) was used, but its primary usage was for dialysis treatments. The nurses replaced the valve with another needleless valve from another manufacturer. This was at the end of the treatment, and no drugs needed to be replaced. The nurses closed the clamp before a clinically significant amount of blood came out¿only a few drops of blood loss. The medical condition of the patients was good, and they were not affected by the event.